Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps was stuck in the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the tenaculum forceps was removed with the trocar. The surgery was completed with a reserve instrument. The procedure was delayed by 10 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "the tenaculum forceps was stuck in the trocar". The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.07 x 0.203¿ was not returned with the instrument. Common causes of the failure mode 'broken instrument main tube' are typically attributed to user. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. Common cause of this failure is attributed to the user. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.